Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. It was notices that in the cooperative mode, the robot arm was moving without user guiding it. There was no patient/user impact reported.

Manufacturer narrative:
A number of intervention were performed to determine a root cause, we have determined that the replacement of the force sensor controller stopped the robot arm drifting. This may be potential root cause. Further tests and trending will be performed to monitor this.